Manufacturer narrative:
Pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of sometimes sleeping on insulin pump. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.